Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product shows that the left side groove where the slaphammer fits is fractured at the edge. The device also exhibits wear marks on the surface. The instrument has a potential field age of approximately eleven years. It is unknown how many times the device has been used. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that one of the grooves made to fit the slaphammer broke during a procedure.